Manufacturer narrative:
Olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated for lid damage, the user report was confirmed. The broken cover lid was replaced. Safety check was performed, device was tested and passed all specifications. IFU (instructions for use) states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. The equipment must be repaired prior to next use.

Event description:
It was reported that a cracked lid was found on the oer pro. No patient involvement on this event. There was no user harm or injury reported due to the incident.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: in case cracks occurred on the lid, abnormality is detectable by conducting the following inspection states in chapter 3: inspection before use, 3.2 :inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Olympus will continue to monitor complaints for this device.